Manufacturer narrative:
An examination of the subject device by a lumenis-trained technical specialist concluded the device operated to manufacture specifications. No device malfunction was reported. Subject device malfunction is not the suspected cause of the event reported. A lumenis medical director reviewed the provided treatment settings, patient photos and patient skin type data concluding the settings were aggressive based on common medical practice, device training, and device labeling. The healthcare professional concluded that probable sun exposure, aggressive treatment settings and incorrect skin typing to be the contributory cause of the reported event. Additional info sep 28 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the distributor to obtain patients status. No additional information has been provided by the distributor. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted

Event description:
It was reported by a foreign distributor that one (1) patient sustained a burn on the chin area following ipl treatment with a lumenis one laser.